Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011 customer reported that the dxc 600 instrument was generating "wash concentrate empty" errors. Customer stated that were was precipitate around the lid and canister. Customer technical support (cts) advised customer to wear personal protective equipment and clean the lid and canister, and reseat the orange cable to the float switch. Customer then homed the instrument and the issue was resolved. No injuries were reported and no erroneous patient results were generated.